Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The vent engine, serial cable, and the wire harness ventilator to connector plate were replaced. No report of patient involvement. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit failed during the preoperative checkout. There was no reported patient involvement.